Manufacturer narrative:
(B)(4). Date sent; 3/4/2026. Additional information received: explant date (B)(6) 2024, 30 year old male, linx procedure in 2015. Dysphagia. Eroded linx device. Following implant the patient stared developing autoimmune disease and intolerance to medications. No fundoplication was completed. Procedure date: (B)(6) 2024. The patient is a 30 year old individual who previously had a linx device implanted in 2015 to treat reflux. Over time, while the device was implanted, the patient began experiencing autoimmune disease symptoms and intolerance to medications, prompting multiple specialist evaluations and ultimately a recommendation to remove the device. The patient therefore presented on (B)(6) 2024 for laparoscopic linx explant. During surgery, the team found evidence of the prior linx capsule at the gastroesophageal junction, including scarring and silver tinted tissue, but no physical linx device was present. Endoscopy showed no device inside the esophagus or stomach, although there was a slight gej stricture that could indicate a previous erosion. An intraoperative x ray of the abdomen and pelvis also confirmed no device anywhere in the gastrointestinal tract. Based on these findings, the surgeon concluded that the linx device had eroded into the esophagus at some point in the past and had passed naturally through the gastrointestinal tract, exiting in the stool. Because the device was no longer present, the intended removal effectively served as a diagnostic laparoscopy, and no further surgical repair or anti-reflux procedure was performed. The patient tolerated the procedure well. Before the implant, symptoms are not described in this specific document beyond the implied diagnosis of reflux disease. During the implant period, documented medical issues include the development of an autoimmune disease and medication intolerance. Diagnostic testing performed during this procedure included laparoscopy, intraoperative endoscopy, and x ray, all confirming the absence of the device and identifying only minor gastroesophageal junction structuring consistent with prior erosion.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition.

Manufacturer narrative:
(B)(4).date sent: 5/4/2026.corrected data: d4.additional information received:the patient, a 20 year old male with a history of gastroesophageal reflux disease (gerd) refractory to proton pump inhibitors, underwent a planned laparoscopic anti reflux surgery with implantation of a linx magnetic anti reflux system on (B)(6) 2015. Prior to implantation, the patient experienced persistent symptoms including heartburn, bilious reflux, and cough, with symptoms primarily occurring in relation to meals and when lying down after meals. A full acid reflux and motility workup was performed prior to surgery, although specific test results were not documented. The linx device, sized at 14 beads, was successfully implanted behind the esophagus between the esophagus and the posterior vagus nerve and was noted to be in excellent position, with no abnormalities or device issues reported. The procedure was completed without complications, with minimal blood loss, no appreciable hiatal hernia observed, no intraoperative bleeding, and the patient tolerated the procedure well, was extubated, and transferred to the pacu. The implantation was performed as definitive management for refractory gerd, and no device malfunction, product damage, explant, post implant medical issues, or postoperative symptoms were documented in the operative note. 14 size bead linx device.

Manufacturer narrative:
(B)(4) date sent: 2/27/2026 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of lyme disease, mast cell activation disease, hashimoto¿s disease. Medical records provided state patient was implanted on (B)(6) 2015 with a linx device of unknown size to treat gerd symptoms. Operative report states ¿following implant, patient started developing autoimmune disease and intolerance to medications. Ultimately after seeing multiple specialists it was recommended that he have the device removed to see if his symptoms were a result of the device/titanium so patient travelled here to undergo laparoscopic linx removal. After a long discussion, they decided to just remove the device and not perform an antireflux procedure, such as fundoplication.¿ surgeon performed a laparoscopy and egd where he noted ¿the linx device was not immediately identified. Endoscope was performed and no evidence of the device was noted in the esophagus or the stomach.¿ xray showed no evidence of the linx device on the esophagus, stomach, or anywhere in his abdomen or pelvis. Surgeon discussed with patient's family that the device must have at some point eroded into the esophagus and passed through his gi tract and come out in his stool. Diagnostic laparoscopy did not reveal any other abnormalities or bleeding.¿ no preoperative or follow up medical records were provided.